Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they are having an issue where their implant randomly shuts off. Patient also stated they will have it on one setting and when they change positions or move, the intensity of the feelings change. Patient said it goes from not being able to feel it to throughout the day getting crazy intense and they feel like something is wrong with the device that was implanted in them. Patient stated sometimes it makes them sick in the stomach. The patient was redirected to their healthcare provider to further address the issue.